Event description:
It was reported that the programmer was displaying an error message during the interrogation of a patient. The programmer was turned off and then back on and interrogation was able to take place. The programmer remains in use at the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.